Manufacturer narrative:
Device was not implanted the reported device is a kit, therefore two other 510(k) numbers are associated with the device: k152173 and k102008. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a pedal case using a 4/5 glidesheath slender and a .035 metacross balloon. The balloon would not deflate entirely and inverted the sheath. There were no issues, it was a successful procedure. Additional information received on january 24, 2018. The reported blood loss was less than 250cc, and the patient is in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.